Event description:
It was reported that, following a cuff revision to this artificial urinary sphincter, the patient experienced worsening incontinence. A revision surgery was performed to downsize the cuff. It was noted that the cuff was labeled correctly. No patient complications were reported.